Event description:
It was reported that the patient had this artificial urinary sphincter (aus) removed on an unknown date due to infection. Then, the patient underwent a surgery in which a new aus was implanted. No further information was reported.